Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons of insulin pump was sticking and insulin pump shut off. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that battery life was diminished, unexplained no delivery alarm. Customer also stated that screen had scratches, little foggy and had rainbow effect. The insulin pump will not be returned for analysis.